Manufacturer narrative:
No button error alarm noted during failure analysis. Failure analysis found intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported they were unable to clear the alarm because the buttons were not functional. It was also found the alarm occurred after a battery replacement. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.